Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative ordered a new central processing unit. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.